Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2012. Concomitantly, the patient underwent a vaginal hysterectomy, uterosacral vault suspension, anterior repair, and posterior repair. During insertion of the sling, the tip of the plastic trocar sheath split. A different sling, using a different approach, was used to complete the procedure. Currently, the patient is doing good.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The needle tip was bent.

Manufacturer narrative:
(B)(4). Trocar sheath splits / cracks / breaks. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01479. The same patient is represented in each medwatch.